Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon deflation issue occurred. Vascular access was obtained via ipsilateral antegrade approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). A non-bsc introducer sheath was placed. After a non-bsc guidewire was advanced to cross the lesion, a 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced to dilate the lesion. Upon inflation, the balloon failed to inflate although the indeflator was rotated. After 10 seconds duration, the balloon started inflating. The balloon did not inflate as normal so the physician deflated the balloon catheter. However, the balloon did not deflate as normal neither. After 1 minute had passed, the balloon started deflating. The physician stopped using the fg coyote nc mr (nc quantum apex¿) balloon catheter and the procedure was completed with a sterling balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the returned device consisted of a coyote nc balloon catheter. The balloon was loosely folded with heavy contrast in the device. The device was soaked for two weeks in a waterbath. Functional testing was performed by connecting an inflation device filled with water to the hub, attempting to inflate the device. The balloon could not be inflated, despite soaking. Microscopic inspection of the markerbands found no irregularities or defects. Microscopic inspection found no irregularities or defects with the proximal bond. Microscopic and tactile inspection revealed a kink in the hypotube 43 cm from the strain relief, and a kink 38mm from the tip of the device. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon deflation issue occurred. Vascular access was obtained via ipsilateral antegrade approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). A non-bsc introducer sheath was placed. After a non-bsc guidewire was advanced to cross the lesion, a 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex&#10848;balloon catheter was advanced to dilate the lesion. Upon inflation, the balloon failed to inflate although the indeflator was rotated. After 10 seconds duration, the balloon started inflating. The balloon did not inflate as normal so the physician deflated the balloon catheter. However, the balloon did not deflate as normal neither. After 1 minute had passed, the balloon started deflating. The physician stopped using the fg coyote nc mr (nc quantum apex) balloon catheter and the procedure was completed with a sterling balloon. No patient complications were reported and the patient's status was good.